Event description:
It was reported that during preventive maintenance the cs300 intra-aortic balloon pump (iabp), the proper voltages on the solenoid driver were unable to be obtained. Since the event occurred during pm service, there was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
The fse replaced the solenoid driver board then completed the pm service. Subsequently, the fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. The initial reporter named in is a getinge employee whose contact details are: telephone number (B)(4), email address john.smego@getinge.com; which differs from that of the event site.

Event description:
It was reported that during preventive maintenance the cs300 intra-aortic balloon pump (iabp), the proper voltages on the solenoid driver were unable to be obtained. Since the event occurred during pm service, there was no patient involvement, and no adverse event was reported.